Manufacturer narrative:
H10: the customer reached out to philips again and reported that display was dim. The remote service engineer (rse) provided the customer with the recommended parts to resolve the issue. The customer reported that the device had software 2.00. The customer was provided with the service manual (rev t), and the latest software (2.30). The customer was also provided with the part numbers for the replacement parts.

Manufacturer narrative:
H10: the customer reported that the recommended parts: liquid-crystal display (lcd) assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba for replacement have been replaced, and that the issue was resolved. The device was working as intended.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed on 29nov2023, 15dec2023, and 27dec2023 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The customer reported that the device had a first generation display, and in order to repair the device, the customer would need to update the display to a second generation. The rse recommended that the customer replace the user interface (ui) assembly. The customer was provided with the part number for replacement. Investigation is ongoing.